Manufacturer narrative:
In follow up #1 the below information was included in error. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted. In the initial report it was reported that the manufacturing date for the system was 1/31/2016 however, the manufacturing site has provided the date as ______ (only year provided).

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on 1 day post op with bilateral diffuse lamellar keratitis (dlk). The topical steroid dosage was increased and medrol dose pack was prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye. Patient reported symptoms are not interfering with daily activities and it was resolved in (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.50 x -2.00 x 13, left eye pre-op 20/20 -2.75 x -2.25 x 145.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted. In the initial report it was reported that the manufacturing date for the system was 1/31/2016 however, the manufacturing site has provided the date as ______ (only year provided). Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.